Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient reporting they are not sure which of their external devices was causing the problem, but they were not getting the relief they needed. Also, patient wanted to know how their hcp can help with their increased pain and adds they do not have charging issue. Lastly, patient states their problem has been resolved and they were able to have an MRI after talking with tech.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they were scheduled to have an MRI yesterday, but when they went to turn their spinal cord stimulator (scs) off for the MRI, they could still feel the scs therapy down their legs. Patient said they were afraid to proceed with the MRI, so pt did not do MRI. Pt said the scs therapy felt like it was still on even though it was off and the controllers were in MRI mode. Pt then said they could not get one of their controllers to connect to the ins and got "no device found". Patient services specialist(pss) got the impression that the pt may not have turned on of their inss into MRI mode. During the call, pt connected one of their controllers to the ins and saw the main therapy screen. Pt saw group c and adjusted therapy up until they could feel their therapy. Pt then went into MRI mode, but could still feel their therapy. Pt said they felt the therapy on their hip down to their feet. Pt felt tingling sensation in legs. Pt confirmed they were in MRI mode. Pt then attempted to connect the other controller to their ins, but got "no device found". Pt pressed recharge and connected the recharger. Pt said they saw "unfamiliar device found". Pss instructed the pt to put the rtm over the ins they were trying to connect to, and the pt connected to the ins, but the ins was the incorrect ins. Ins charge was 50% and controller charge was 50% and ins was in MRI mode. Pt moved the rtm over the other ins and initiated a recharging session. Pt got "unfamiliar device found" and pressed recharge. Pt said they usually got unfamiliar device found and pressed recharge. Pt said they had difficulty with this ins and getting this ins charged "all along". Pt did not know event date when asked. Pt pressed recharge on unfamiliar device found screen and controller progressed to "checking recharge quality," but got stuck. Pt unplugged the rtm and plugged the rtm back in and was able to charge the ins with excellent recharge quality. Ins charge was low and controller charge was 60%. Pt charged for 5 minutes and ins charge moved from low to orange. Pt said they tried all day yesterday to get ins to charge, but could not get ins charged. Pt looked the therapy screen on the controller and said they did not see a message that said "stimulation is off". Pss understood that one ins was in MRI mode and the other ins still had therapy on. Pt looked at the other controller and the controller was unpaired from the ins. Pss understood that the pt was pairing and unpairing the ins from the controllers and was confusing which controllers to use for which ins. Pss suggested the pt remain charging the ins at excellent recharge quality and pss agreed to call the pt back in 1 hour to check on the progress of the charging. Recharger serial number provided on call. Pss attempted to call the pt back one time, but pt did not answer the phone call. Pss called back a second time, but pt answered the call and hung up right away. Pss was not able to contact pt to finish troubleshooting on this case.